Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remained inside the nozzle was not confirmed. The instruction manual states the detection method associated with the event in "gif/cf/pcf -290 series, operation manual, chapter 3 preparation and inspection¿ and preventative measures in "gif/cf/pcf-290 series, reprocessing manual, chapter 5 reprocessing of the endoscope (and related reprocessing accessories)¿. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it is unknown if any deviations are there. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.